Event description:
It was reported that in the neonatal ICU, the doctor met with resistance causing the wire to kink when inserting the catheter over the swg that was placed in the jugular vein of the (B)(6) month old female pt, weighing (B)(6) mg. As a result, both the catheter and swg were removed, and during the removal, the swg stretched/lost its original form. It was removed in its entirety so there was no need for surgical intervention. A different brand catheter was used to complete the procedure. A two hour delay was reported, and the pt suffered only a percutaneous injury. See 1036844-2011-00410 and 1036844-2011-00411 for two add'l events that occurred with this same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.